Manufacturer narrative:
Follow-up #1: date of submission 05/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2014 with the following findings: the device's black box showed multiple pump reboot events for unknown reasons on the day of the complaint. The power reset events could not be duplicated during the course of investigation. The pump passed a 24 hour duration test and was able to prime with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas, but evaluation has not yet been completed. When the device evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.